Event description:
It was reported that the customer could not link his insulin pump with the sensor. The customer's blood glucose was over 600 mg/dl. The customer was treated with a bolus delivery from the insulin pump and a manual injection. The customer was taken to the emergency due to this event on (B)(6) 2014. Troubleshooting was done for the sensor connection to the insulin pump. The customer was receiving calibration error alerts and weak signal alerts. Customer was unable to troubleshoot at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.